Event description:
The customer reported that the jaws would no longer open after being applied to tissue approximately two hours into the procedure. The jaws were removed from the patient by cutting the tissue adjacent to the jaws. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.